Manufacturer narrative:
File was changed to non reportable per hazard code rmd-10001875.106-delay of therapy - minor-hazsit.339. This is a cadd battery pack, rechargeable, lithium ion, 3.7v, 1400. Initial report sent but correction made on the reportability to MDR=no. Battery only accepting 75% charge.malfunction not likely to cause or contribute to death or serious injury. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Information received a smiths medical cadd assessories battery will only charge and accept 75%. This is correction as this is changed to non reportable as it is a battery accessory.

Manufacturer narrative:
Device analysis is done by supplier, which is ultralife corp. Sqe: (B)(6).

Event description:
Information received a smiths medical cadd assessories battery will only charge and accept 75%. Battery was changed on (B)(6) 2019. No patient adverse events reported.